Manufacturer narrative:
Additional information received from the local field representative indicated the patient was having surgery at the time of the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead displayed noise and oversensing on some stored episodes. The patient had an underlying rhythm and there was no evidence that the issue resulted in asystole for the patient. Boston scientific technical services (ts) recommended some additional troubleshooting to investigate the issue. No adverse patient effects were reported.